Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed. The patient fully recovered following the procedure.

Event description:
It was reported that the patient experienced infection with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed. The patient fully recovered following the procedure.

Manufacturer narrative:
Filed change: e1, h10. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.